Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 235 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received no button response due to corroded keypad traces. No button error alarm. Insulin pump was received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.